Event description:
The customer contacted philips and reported having recently rolled out the new mrx's and had some issues with the computer algorithm calling stemi in the presence of an underlying rbbb. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.